Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of low birth weight baby ("(B)(6)") in a neonate exposed to essure (batch no. 626909) during pregnancy. The parent received the product for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with premature baby ("preterm water brake 7 and half weeks early") and low birth weight baby (seriousness criterion hospitalization). The patient was hospitalized for 7 days. Last menstrual period and estimated date of delivery were not provided. At the time of the report, the premature baby and low birth weight baby outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. (B)(6). The reporter considered low birth weight baby and premature baby to be related to essure. (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.